Manufacturer narrative:
Evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with lioresal intrathecal therapy via an implanted pump. The drug concentration, dose, and patient's medical history were unknown. The pump's indication for use (IFU) was for treatment of spasticity. The baclofen lot number and concomitant medications were listed as unable to obtain. On (B)(6) 2016 at 11:00 pm, the patient's pump started to sound with the critical alarm. The patient went to the emergency room in an ambulance. The physician on duty found out that a motor stall had occurred on (B)(6) 2016 and was displayed on the physician programmer. The pump stopped and the patient had a very high dose of baclofen and was now under intensive care with critical life threatening situation. The patient began to feel underdose symptoms and what was believed to be in intrathecal baclofen (itb) withdrawal. The physician started with "per os" (oral) treatment with the drug and placed the pump on minimum rate. They were waiting for 48 hours to see if the pump would re-start. The representative had been working with the physician to restart the pump and she had been in contact. It was unknown what led to the event. The customer didn't know why the pump, which had been in service for approximately 5 years, just did get a motor stall. The issue was not resolved at the time of this report. Patient status at the time of this report was alive - with injury. Specifically, the patient had underdose symptoms as details of injury, with no recovery yet. No surgical intervention occurred and it was unknown if surgical intervention was planned. Additional information was requested regarding drug information, pertinent medical history, whether the pump restarted after the 48 hour wait-time, if any further actions/interventions were required, and had the issue been resolved. A supplemental report will be provided as additional information becomes available. On 02/02/2016- additional information was received from a company representative (rep) and the pump logs examined on (B)(6) 2016 (last c hange (B)(6) 2016) showed the patient was receiving baclofen 2000 mcg/ml in minimum rate (12.3 mcg/day). The logs revealed the motor stall occurred on (B)(6) 2016 at 23:18 and the "stopped pump period may exceed tube set" occurred. The motor stall recovered on (B)(6) 2016 at 05:11. Pump logs were also provided from (B)(6) 2016 (last change (B)(6) 2016) indicated the patient was now receiving baclofen 2000 mcg/ml (dose 219.8 mcg/day) in simple continuous mode. Pump status after update last change (B)(6) 2016 indicated a 55% decrease was made and the new daily dose was 99.9 mcg/day. Another motor stall occurred on (B)(6) 2016 at 10:21 and the active audible alarm was silenced at 15:35. On 02/18/2016- additional information was received from a rep indicated a new motor stall occurred on (B)(6) 2016 and the patient arrived at the emergency ward at approximately 12:00 o'clock. The doctor did read the pump, but forgot to read the logs. The pump was put in stopped pump mode and the patient did receive "meditations per oz". It was additionally reported the patient's medical history included spastic tetraplegic cerebral palsy. The patient had been taken care of at the hospital, for the last week and "receiving meditations per oz". The patient was in good shape but did "receives cramps in the body during the afternoons". They were waiting on a pump replacement to be performed. Activities close to the first motor stall occurred (B)(6) 2016, appointment at an outpatient eye clinic. "Ohly assessment and treatment with eye drops". On (B)(6) 2016 was an ordinary day, "sending time at home" and there was no information yet on activities close to the second motor stall. The reporter was unsure of the date of implant, but the customer thought it was in the year 2010.

Manufacturer narrative:
The pump was returned and analysis confirmed gear train anomalies due to corrosion and/or wear and/or lubrication and stall due to shaft bearing. (B)(4).

Event description:
Additional information received indicated that the patient was admitted to the intensive care unit (ICU) for underdose symptoms following the motor stall.